Event description:
The customer reported that the c-arm would not boot fully. After a couple attempts, the unit did boot up and images were missing. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The general purpose operating system was replaced. The system was then found to be operating as intended.